Manufacturer narrative:
Continued 1627487-12192011-003-r . This ipg serial number is included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg could not communicate with the external device and was deemed inoperable. As a result, surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Therapy was restored after the procedure.